Event description:
On (B)(4) 2012, customer reported a stain leak inside the lh750 slide stainer. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the bath 2 peristaltic pump and tubing. Fse also found that the bath 2 fill line was clogged. Fse flushed the line with methanol to remove the clog. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).